Event description:
During a left leg angiogram on a (B)(6) female patient, the tip of the hydro st wire broke off in the patient's 1.5mm peroneal artery. The physician used another manufacturer's rotational atherectomy device (size 1.50) to grind the broken wire piece. No visible pieces were left after atherectomy device was used. According to the reporter, besides discomfort while the atherectomy device was being used to grind the wire, the patient did not experience any adverse effects after the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, drawing, manufacturing instructions, instructions for use (IFU), specifications and a visual inspection was conducted during the investigation. One microwire guide was returned in a used condition. The returned device was examined; which revealed that a kink was noted approximately 1.75 centimeters from the distal end. The lot records of the device were reviewed. No issues concerning the quality of the product relative to this investigation were noted. There is no evidence to suggest the device was out of specification. Relative to this failure mode the IFU states: "flush the wire guide holder by attaching or pressing a syringe with heparinized saline or sterile water to the fitting of the wire guide holder and injecting enough solution to wet the wire guide surface entirely." "Carefully remove the wire guide from the holder." "If desired, wire guide tip may be carefully shaped using standard tip shaping techniques. Do not use a shaping instrument with a sharp edge. It was reported that this incident resulted in low impact to the patient. Quality engineering risk assessment was used to assess the risk for this failure mode. There is insufficient risk to warrant risk reduction activities. We will continue to monitor for similar complaints.

Event description:
During a left leg angiogram on a (B)(6) year old female patient, the tip of the hydro st wire broke off in the patient's 1.5mm peroneal artery. The physician used another manufacturer's rotational atherectomy device (size 1.50) to grind the broken wire piece. No visible pieces were left after atherectomy device was used. According to the reporter, besides discomfort while the atherectomy device was being used to grind the wire, the patient did not experience any adverse effects after the procedure.